Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display became unresponsive. Reportedly, the display no longer illuminated. During troubleshooting with tandem technical support the touchscreen display turned on and began functioning as intended. There was no impact to customer's blood glucose level.